Event description:
A user facility submitted a repair request to the olympus service center indicating, prior to procedure, the visera 4k uhd camera control unit exhibited communication error e116. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information on device evaluation. The subject device has been returned to olympus for evaluation. During evaluation, it was observed, screw was fallen off at the back plate. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. However, per the technical guide, e116 is an error code indicating the ccu (central control unit) of the otv-s400 is malfunctioning. Olympus will continue to monitor field performance for this device.